Manufacturer narrative:
Visual inspection: in the first step of our investigations an optical control is carried out. It is checked whether any defects, deformations or other noticeable irregularities can be identified. Permeability test: to proof the penetrability of the valves we have carried out penetrability tests. These tests are carried out at a calculated hydrostatic high (open pressure of the valves + 30 cmh2o) in horizontal direction of flow. Braking force and brake function test to measure the braking force, we tested the progav 2.0 shuntsystem with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Adjustment test: the adjustment test is used to ensure that the progav 2.0 can be adjusted to all pressure levels. The tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Results: no defects could be detected during the visual inspection. Next we tested the permeability of the valves. Both valves were shown to be permeable. In order to investigate the suspicion of overdrainage, we carried out a computer controlled measurement. The progav 2.0 was tested at a set pressure level of 16 cmh20 (pressure level at the time of intake). The test bench measurement showed that the progav 2.0 worked, in the reference flow range of 20 ml/h in the horizontal body position with a value of 5.88 cmh2o, not within the permissible tolerance (permissible tolerance 16 cmh2o ± 3 cmh2o). Further testing could not significantly improve the values. During our measurement an overdrainage could be detected. Furthermore, the shuntassistant 2.0 passed the standard test in the vertical body position. At a fixed opening pressure of 20 cmh2o, a resulting pressure in standing body position of 18 cmh2o to 24 cmh2o would have been expected. The measurement showed that the shuntassistant 2.0 worked, in the reference flow range of 20 ml/h in the vertical body position with a value of 20.88 cmh2o, inside the permissible tolerance. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled both valves. Inside both valves we have found visible substances (likely protein and/or blood). Based on our examination results, we can confirm the suspicion of "overdrainage" at the time of our examination. We suspect that the deposits found inside the valves have led to the functional impairment. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4).

Event description:
It was reported that there was a problem with a progav 2.0 shuntsystem. After 1 month and 25 days the reporter suspected an overdrainage. Patient information: age: (B)(6). Weight: (B)(6). Height: 50 cm. Gender: unknown.